Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 30-degree endoscope image rotated 180 degrees. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer reseated the sterile adapter (sa), but the issue was not resolved. The tse advised the customer to remove the endoscope, to cancel the guide tool change (gtc) and then to reinstall the endoscope. Another user removed the endoscope from universal surgical manipulator (usm) 2, installed it to usm 3 and re-installed it to usm 2 again. The issue was resolved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope issue did not result in patient injury. The endoscope will not be returned.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to remove the 30-degree endoscope, to cancel the guide tool change (gtc) and then to reinstall the endoscope. Another user removed the endoscope from universal surgical manipulator (usm) 2, installed it to usm 3 and re-installed it to usm 2 again. This resolved the issue. The endoscope will not be returned for failure analysis. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.